Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified two circumferential tears distal to the proximal markerband at 3mm and 5mm respectively. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage.

Event description:
It was reported that a balloon rupture occurred. The 90% target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6atm within 5 seconds. The balloon was removed using a normal method without any problem. The procedure was completed with another of same device. No complications were reported, and the patient was stable after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1- initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6atm within 5 seconds. The balloon was removed using a normal method without any problem. The procedure was completed with another of same device. No complications were reported, and the patient was stable after the procedure.